Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, during implant of a 29mm sapien 3 valve in the aortic position, the 29mm commander delivery system balloon burst upon complete or near-complete deployment. No additional volume was added to the delivery system balloon prior to inflation. Significant sinotubular junction calcium and annular calcium was noted on the CT report. There was difficulty withdrawing the delivery system balloon into the tip of the 16fr esheath+. The balloon was carefully pulled into the sheath, and the entire system was removed. It was observed that the sheath had been damaged during the withdrawal of the delivery system. Images provided of the device show sheath liner delamination. Angiogram of iliac system taken revealed intact vessel. The access site was perclosed in normal fashion and patient left or in stable condition. The physicians are confident the failure was due to patient anatomy.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and updated h10. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of the device images revealed a full circumferential radial balloon burst and multiple kinks on the guidewire lumen or balloon spring. The distal balloon assembly and flex tip were not withdrawn into the delaminated sheath liner. Imagery of the patient's anatomy revealed calcification present in the valve landing zone. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The reported delivery system balloon burst was confirmed. Available information suggests that patient factors (calcification) likely contributed to the event as imagery revealed the presence of calcification n the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.